Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that a week before this report, he had ketones and high blood glucose level. After some time, he found out that the infusion set's tubing had fallen out of his stomach without any reason. Thereafter, he received insulin as corrective treatment. After changing the set, at 11:54 am, his blood glucose level was at 6.0 mmol/l, at 2:59 pm it was 4.1 mmol/l, at 6:46 pm it was 23.2 mmol/l and at 8:57 pm it was 27.4 mmol/l. The patient also had high level of ketones reported to be 1.7 mmol/l at 10:20 pm. Reportedly, the patient received treatment for his ketones level. No further information was available.